Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Right ventricular (rv) lead noise was discovered although it was not reproducible. The patient was asymptomatic. Programming changes were performed.